Event description:
Catheter break was found. The device has been in place for 71 days prior to the complaint incident. The pt has low activity level. On (B)(6) 2011, the catheter was inserted from right upper arm and through the basilic vein for tpn use. The catheter was not directly sutured but secured using the statlock and suture wings. The catheter was maintained by flushing performed using 10ml syringe with 10ml saline solution. On (B)(6), leak was observed. The user decided to continue the catheter use under close watch. No leak was observed when the catheter was used in the daytime on (B)(6). However, leak reoccurred around "23p.m." On the same date. The damaged area was observed on the external catheter tube. The catheter was removed.

Manufacturer narrative:
The complaint of a leak in the catheter is confirmed. Returned for eval is one 5 fr groshong d/l catheter. During functional testing a leak was observed emanating from the catheter. The leak site is located on the distal lumen side of the catheter. The leak site is identified between the 35 and 36 cm depth markers. The leak site appears as a small slit in the tubing. The surface contour surrounding the leak site is concave. The leak site is <0.2 inches in length. The slit edges are irregular and close tightly against each other. No associated damage is noted on the catheter od. The tubing was split open on the opposite side of slit using a scalpel. This action provides views of the catheter ID wall at the leak site. The tubing adjacent to the slit is rough and granular. This suggests that a dull, narrow object such as the coils of the stylet wire made rough contact with the ID wall. A definitive conclusion regarding the cause of damage is undetermined. The complaint sample had been in place for approx 71 days prior to the complaint incident. A lot history review (lhr) is not possible, as no mfg lot number info has been provided by the complainant.